Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced burnt lcd (liquid crystal display) cabling. The cabling was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, it was found the device had burnt liquid crystal display cabling. No additional information is available.